Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: this investigation will be closed without further investigation since the material number and lot number are unknown. At this time, bd does not have enough information to further investigate this issue. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after use erroneous results were obtained with an unspecified bd vacutainer® pst¿ blood collection tubes. The following information was provided by the initial reporter: (9 of 25) it is reported in beckman coulter study erroneous results were reported. Patient 1, initial result: 384.0.